Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed. The product was not returned, and its location is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Initial reporter - the article was written by miguel m. Gomez, md, timothy l. Tan, md, jorge manrique, md, gregory k. Deirmengian, md, and javad parvizi, md, frcs.

Event description:
Information was received based on review of a journal article titled "the fate of spacers in the treatment of periprosthetic joint infection" which aimed to investigate the natural history of resection arthroplasty and spacer implantation in patients undergoing the first stage of a planned two-stage exchange arthroplasty for treatment of periprosthetic joint infection, using the stageone system manufactured at biomet. It was reported that six (6) knee patients underwent amputation.